Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked on (B)(6) 2025, after successfully inserting an IV catheter into a patient, the nurse opened the infusion device valve and discovered fluid leakage from the heparin cap connector. This rendered the device unusable, necessitating catheter removal and reinsertion.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of the prn leakage cannot be determined. The plant will continue to focus on such defects.